Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette and into the cycler. When the tubing set was removed in the morning following treatment, it had leaked into the cycler. Pt stated that the tubing disconnected in the area where the tubing meets the cassette. Pt had no ill effects. A sample of the same lot number is available.